Event description:
It was reported that the right atrial (ra) lead was attempted but the physician felt the helix did not extend. The lead was removed from the patient and the helix did not deploy. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).